Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports that on (B)(6) 2014 the customer started taking an antibiotic for a bladder infection. During the weekend of (B)(6) 2014, the customer started not feeling well. On (B)(6) 2014 an inr of 1.7 was obtained on the coaguchek xs monitor. On (B)(6) 2014, the husband used the device to test the customer and both times he obtained the designed error 6 message. No medical advice or attention was obtained after obtaining the error 6. On (B)(6) 2014, customer was vomiting and her muscles and joints were painful. It is further reported that at 0700 on (B)(6) 2014, the nurse from the home service came to the house and drew blood for a lab test, which was later reported out at over 10.0 inr. At 1730, the husband received a call from the doctor to have his wife ready for an ambulance to transport her to the hospital and he was told to stop her antibiotic. Once at the hospital, it is reported that she received a liquid (name not provided) to bring her inr down. The patient will be discharged from the hospital once her inr reaches therapeutic levels (2.0 - 3.0 inr). Requested return of suspect system and replacement was sent.